Manufacturer narrative:
This product problem was initially reported to FDA via medwatch (B)(4) by the user facility. This device was not returned, but the details of the product problem have been forwarded to the manufacturer for complaint investigation. The results of this investigation are still pending, and they will be communicated to FDA via follow-up MDR with 30 days of its conclusion.

Event description:
PICC line alarming occluded when the nurse went to the bedside to assess. PICC was found to be leaking. The physician was notified and the PICC line was removed by the PICC nurse.

Manufacturer narrative:
This product problem was initially reported to FDA via medwatch (B)(4) by the user facility. After conducting a limited investigation into this claim vygon cannot confirm a quality problem with this product due to the absence of the defective device for evaluation. It is not know at what point the leakage occurred, or how long the catheter was in place. Without the malfunctioning device and any additional information no analysis could occur. Each catheter is leak and flow tested before packaging, therefore a production fault is very unlikely. No corrective action will be put in place at this time, but vygon will enter this complaint into the database and remain vigilant.

Event description:
PICC line alarming occluded when the nurse went to the bedside to assess. PICC was found to be leaking. The physician was notified and the PICC line was removed by the PICC nurse.